Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without patient-specific clinical information/documentation, further assessment of the reported events cannot be provided, and the root cause beyond those reported in the article cannot be concluded. The patient impact beyond the reported events cannot be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited the user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "stability and alignment do not improve by using patient-specific instrumentation in total knee arthroplasty: a randomized controlled trial", it was reported that, while using unknown visionaire cut guide genesis ii to set implants on 4 patients, the patient-specific instrumentations (psi) did not fit correctly on the tibia and/or femur, requiring unspecified intraoperative modifications. The incorrect fits included insufficient resection of tibia and femur, too much varus and slope in the tibia, too much internal rotation in the tibia, incorrect size of the femur, and incorrect size of the tibia. The patient outcomes are unknown.